Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. The lesion was predilated with a 2.5x20mm maverick2 balloon, inflated to 10 atm for 20 seconds. A 3.50x24mm taxus liberte drug eluting stent was implanted in the posterolateral artery (pla), inflated. Medications given include: heparin and eptifibatide. Three days port the initial stenting procedure, the patient began having a hypersensitivity reaction in the form of a rash. The physician is treating the rash with medicine. The relationship of the rash to the taxus liberte stent is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for the evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.